Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 150-262 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended. Additionally, the customer did not perform the cartridge air removal step. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.